Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® sst¿, 10 tubes exhibited red cell hang up after processing. There was no health impact or consequences reported.

Event description:
It was reported during use of bd vacutainer® sst¿, 10 tubes exhibited red cell hang up after processing. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd did not receive any photos or samples for investigation. Therefore, 30 retained samples were visually inspected for additive abnormality and gel defects with no issues observed. Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: red cell hang up. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.